Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: at the time of passing the suture, the needle separated from the suture without performing any kind of force. The event was not a disassembling it was a separation between the needle and the suture. Neither the needle nor the suture presented ruptures. There was no patient injury.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 3910-900-020 / batch 74b1901565 that can be related to the failure mode reported. A corrective action can not be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint can not be confirmed since the product sample involved in the complaint notification was not provided to a perform a proper investigation and determine a root cause.

Event description:
Issue reported: at the time of passing the suture, the needle separated from the suture without performing any kind of force. The event was not a disassembling it was a separation between the needle and the suture. Neither the needle nor the suture presented ruptures. There was no patient injury.